Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional information was provided. The system operates as intended.

Event description:
The customer reported that the 7700 system was having problems transferring images and that an error message was displayed when an image was loaded. No patient injury was reported.